Manufacturer narrative:
On 17nov2020, upon further review of the customer issue, the suspect medical device is no longer considered a contributing cause of the issue and no further investigation is required. Any further communication will be documented in MFR# 3008344661-2020-00109. H3 other text : please refer to section h10.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 06r86-22 that has a similar product distributed in the us, list number: 06r86-20.

Event description:
The customer reported false positive architect sars-cov-2 igg and igm results for multiple patients. The customer only provided one patient example. The patients all tested negative by pcr. The customer performs pcr testing on patient samples that test positive for either sars-cov-2 igg or igm. The following data was provided: on (B)(6) 2020, sid: (B)(6) = sars cov-2 igg = 10.19 index (>/= 1.4 index = positive); sars-cov-2 igm = 9.20 index (>/= 1.00 index = positive); pcr method = negative. There was no impact to patient management reported.